Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/27/2020. Additional information: a1, a2, b7, d1, d2, d3, d4, d7, g1, g2. H6 patient code: 2240, 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent removal of mesh on (B)(6)2016, (B)(6)2016 and (B)(6)2018 due to abscess, infection, adhesion and recurrent hernia. Mwr-27042020-0000722178 represents the adverse event which occurred on (B)(6)2016. Mwr-27042020-0000722184 represents the adverse event which occurred on (B)(6)2016. Mwr-27042020-0000722186 represents the adverse event which occurred on (B)(6)2018.